Event description:
It was reported that the pt went in for a recurrent ventral hernia. The mesh was explanted and a different mesh was used.

Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.